Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the drill bit fractured during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-01332.